Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and identified the spark originated from power supply, main, c4 (rohs)_part number 7-205174-02 of the architect c4000, c400048, when the module power was restored. The sparks observed were limited to power supply, main, c4 (rohs)_part number 7-205174-02; the sparks did not spread to other parts of the analyzer. After replacement of the power supply, main, c4 (rohs), the issue was resolved. A review of service history for the architect c4000, serial number: (B)(4), revealed no additional issues of sparks for this instrument. A review of historical data for the architect c4000 processing module and power supply, main, c4 (rohs)_part number 7-205174-02 did not identify any trends with regards to the current issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the information, no systemic issue or deficiency of the power supply, main, c4 (rohs), or architect c4000 serial number (B)(4) was identified. This report is being filed on an international product, list number: 01r25-97 that has a similar product distributed in the us, list number: 2p24.

Event description:
The customer observed an instrument shutdown for the architect c4000. Field service inspected the analyzer and while turning the analyzer back on an arch noise and light was generated (indicating a spark) inside the main power supply. No injury was reported, and no impact to patient management was reported.